Manufacturer narrative:
The customer stated that the fluid was leaking from cc (cartridge chemistry) sample probe collar washer on to the cover. Bci customer technical support (cts) recommended the use of personal protective equipment before troubleshooting and to treat the liquid as potential biohazard. The customer had cleaned up material. Service visited on (B)(6) 2011, and found that cc sample probe was leaking while sitting at home state. The field service engineer (fse) replaced cc sample syringe t-valve assembly. The fse primed system and observed no further leaks. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxc 800 pro synchron clinical system. No fume was produced and the customer was not harmed nor needed medical treatment from exposure to leakage.